Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture and was not turning on. The customer's blood glucose was 136 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.